Event description:
The user facility alleges that during a code situation they found a resuscitator with no mask inside. Mouth to mouth was performed while going to another room to obtain another resuscitator. During mouth to mouth, the clinician was exposed to hepatitis c.